Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had undergone surgery for a fracture of the distal fibula by using locking compression plate (lcp) metaphyseal plate. During the surgery for removal of the plate on (B)(6) 2013, the head of the locking screw 3.5mm broke. When the doctor tried to remove the tip of screw, he found that the screw (extract-bolt f/scr ø3.5+4) in question could not engage to the threads of the broken screw. He confirmed internally, the screw that two threads of the extract bolt became worn. The surgeon reported that the screw was not crushed during surgery. The screw spun around and could not engage. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.